Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. An xt clip (41206r1077) was successfully implanted. To further reduce tr, an additional xt clip (41206r1081) was inserted into the tricuspid valve. During positioning, the clip had interactions with the first clip, causing the first clip to partially detach from the posterior leaflet. The second xt clip was repositioned to stabilize the partial detachment and was deployed, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip causing damage appears to be related to procedural conditions (placed very to first clip, resulted in a lot of interaction). There is no indication of a product quality issue with respect to manufacture, design, or labeling.